Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The product was not returned for investigation. The patient has not been revised. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed, that the product combination was approved by zimmer review of incoming information: it was reported that patient had an accident in (B)(6) 2014. No revision planned or performed. Patient had consultations on (B)(6) 2014 after the accident, on (B)(6) 2014, 3mm radiolucency was detected and on (B)(6) 2014 an increasing radiolucency to 4mm was found. X-rays were available for investigation. The x-rays dated (B)(6) 2013, at 6 week follow-up, showed the correct positioning of the anatomical shoulder glenoid and of the sidus head. The implant size and positioning were anatomically correct. The x-rays dated (B)(6) 2014, at 6 month follow-up, still showed the correct positioning of the implants. The image quality was poor, but on the ap x-rays a small radiolucency area could be observed around the cemented pegs of the glenoid component (between bone cement and bone). The x-rays dated (B)(6) 2014, at 12 month follow-up, still showed the correct positioning of the implants. On the ap x-rays and axillary x-ray radiolucency area was visible around the cemented pegs of the glenoid component (between bone cement and bone). The surgical report dated (B)(6) 2013 was returned for evaluation. The surgical notes described the use of the correct procedure. The notes of the follow-up visits were also returned. The visit notes reported no pain, some stiffness and no loosening. In the report dated (B)(6) 2014 it was reported that the patient had an accident 5-6 weeks before the visit and fractured several ribs. He did not use the arm much and he noticed a reduction of the rom. It is also reported that no loosening of the shoulder could be notice on the x-rays. On the follow-up visit of (B)(6) 2014 it was reported that the patient was very happy with the shoulder and that there was no evidence of loosening of the glenoid or subsidence of the humeral head. It was reported that there was appearance of a small amount of bone resorption over the calcar medially. No other documents were provided for investigation. Review of internal documents: surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. Possible causes for the reported event according to dfmea: aseptic loosening due to wrong combination, normal use, overload, wrong positioning. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Not possible as "biocompatibility specification" and "material compatibility specification" certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as "biocompatibility specification" and "material compatibility specification" certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical technique contains all information. Additionally, the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Additionally, the patient had an accident in january 2014. It is possible that the accident and/or the treatments following the accident influenced the positioning/forces/fixation of the glenoid. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sidus stem-free shldrhum head 50-18 on (B)(6) 2013. Radiographs dated february 25, (B)(6) 2014 showed that the radiolucency progressed to 4mm. This patient underwent a serious adverse event in (B)(6) 2014, when a 2000lb tool chest fell on him and broke his ribs. His shoulder was not believed to have been injured at that time. Currently the radiolucency is being tolerated and the patient is being monitored.